Event description:
A physician's office reported that a vns pt was experiencing erratic stimulation. Further info indicated that the sensation began after the pt came in for a dosing adjustment. The physician arranged for the pt to return to the office to check the device. F/u info from the physician stated that he thought an error in the programming had occurred as the pt's settings were found to be 2.50 ma/20 hz/500 microsec/30 sec/60 min and 1.0 ma/30 sec/500 microsec on (B)(6) 2011. He stated that normally the pt was set to 1.5 ma, but he was not sure what the pt's normal off time was. He was instructed that the pt should be returned to intended settings and that final interrogations should be performed in order to ensure proper programming. A copy of the pt's programming history has been made and returned, but has not currently been made available to the MFR for review.